Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the customer had a blank display after replacing their battery. Troubleshooting did not find any damage or moisture exposure to the customer's insulin pump. It was also found the customer was able to retrieve their display after troubleshooting by inserting a new battery. Customer also reported a weak battery alarm had occurred. Customer's blood glucose was 155 mg/dl. The customer will be sent a replacement battery cap. No additional information provided.